Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a leak was found at the needless port. This particular port does not come apart; it seems that atypical force has been used to undo this port. This however could not be confirmed. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. Review of the history device records confirmed the device conformed to the specifications when released to stock. There have been no other problems of this nature that has been reported in the last 3 years. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that while the surgeon was connecting the eds3 device to patient, there was a leakage in the connection bolt and air got in. Device was changed.